Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed after review. Revision of an exeter stem due to body fracture some 2-years post implantation during a previous revision surgery with big (bone impaction grafting) in a male patient of 49-years with mild overweight (bmi = 29) and high activity level. This was the patient¿s third revision surgery. X-rays post implantation confirm implantation of an exeter stem with cementless non-stryker cup and skirted extra-long femoral head. The cup has adequate inclination but anteversion is probably not quite optimal while the lower cup rim is recessed within the acetabular bone (¿medialized¿). An osteophyte or prominent bone spike is present near the lower acetabular bone. The cup is stable in the bone. The exeter stem has adequate size and position although the proximal lateral/anterior implant-bone interface has a gap space with radiolucent lines present. Mechanical stability still appears adequate. Post event x-rays document the exeter stem has a fracture in the mid body section with progressive radiolucent lines along the superior lateral/anterior implant-bone interface. The stem is proximal loose while still fixed around the distal stem section. Procedure-related factors: suboptimal cementation during femoral bone impaction grafting in revision surgery, cup malposition in medialized position, remaining osteophyte along lower acetabular bone. Patient-related factors high activity level possibly a secondary factor. Device-related factors: none. Suboptimal cementation during femoral bone impaction grafting in revision surgery in combination with cup malposition in medialized position and a remaining osteophyte along the lower acetabular bone area have contributed to an overload condition on the exeter stem with a mid body fracture exactly at the level of peak overload near transition between loaded to unloaded section of the stem requiring another revision surgery. No further clinical information is available while no explants were returned for investigation. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Broken exeter 50 no.1 patient was revised. Clinician review concluded: 'suboptimal cementation during femoral bone impaction grafting in revision surgery in combination with cup malposition in medialized position and a remaining osteophyte along the lower acetabular bone area have contributed to an overload condition on the exeter stem with a mid body fracture exactly at the level of peak overload near transition between loaded to unloaded section of the stem requiring another revision surgery.' Shell was competitor product.